Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set fell off during use which led to high blood glucose level of 150 mg/dl on 16/may/2024. The infusion set in use for 1 day. The patient replaced infusion set and resumed insulin successfully. Skin tac was used at the area of insertion. No further information available.